Manufacturer narrative:
According to field service engineer, the dc/dc board is defective.this report was due on december 02, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: it was observed that the co2 line was harmed, the mass flow controller and co2 valve were broken, the dc/dc (direct current) module was damaged by the short circuit. Therefore, in order to solve the issue, the following parts were replaced: dc-supply, co2 mass flow controller and to is relative flow sensor, o-ring, sealing ring. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2011. Based on the collected information, it cannot be excluded that a failure of some internal electronics has resulted in the mentioned short circuit, probably along with a voltage overload. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during procedure, the gasblender had a short circuit. The perfusionist took a backup mixer to finish the case. There is no report of any patient injury. After the case the machine was brought to the biomeds. They saw the fuse in the ep pack wqas tripped. After connecting another gasblender the fuse could be reset. A livanova field service engeneer has I installed a loaner device at the hospital and the complained gas blender will be returned to manufacturer for repair.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in the netherland. A replacement device has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.